Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to use the wall adapter with an outlet known to work and wait at least 30 minutes to see if the pump would begin charging. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.